Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rubbing pressure sore under the lifevest equipment. The patient's skin irritation was reported by the patient's treatment nurse. It is unclear if the patient received medical intervention for the irritation. Reporting out of abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messagesl) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the j704 connector on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient was receiving adjust belt messages. A us distributor contacted zoll to report that a patient developed a rubbing pressure sore under the lifevest equipment. The patient's skin irritation was reported by the patient's treatment nurse. It is unclear if the patient received medical intervention for the irritation. Reporting out of abundance of caution. Follow up indicated that the skin irritation improved.